Event description:
The customer's spouse reported via phone call that the customer was sick. He was throwing up. The customer was scheduled for a cat scan and needed to drink contrast fluid. Since then the customer was feeling ill. The sensor was used in his leg and saw a lot of blood when he removed it. He received several calibration errors. Customer's blood glucose level was 600 mg/dl. Troubleshooting was declined. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.